Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer reported a false elevated creatinine result when processing on the alinity c. The initial result was 17.75 mg/dl and retest was 0.77 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of trending data, a review of manufacturing documentation, and a review of product labeling. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. The repeat analysis on the sample with acceptable results shows the issue was not present during the analysis. Manufacturing documentation for the likely cause lot did not identify any issues. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.